Manufacturer narrative:
The hill-rom technician found that the brakes not holding due to normal usage of the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the bed moves when the brake is engaged (brakes not working). The bed was located at the account on the med surge floor. There was no pt/user injury reported. (B)(4).